Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is a relative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was treated 3 years ago for a broken hip and was implanted with nail, blade and screw. The patient suffered a re-fracture of the hip and a rod in patient's hip broke. Patient had a revision surgery on (B)(6) 2019. A bigger construct and bone graft material was implanted. This report is for one (1) unknown nail. Unknown helical blade (part # unknown, lot # unknown, quantity 1); unknown locking screw (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).